Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated accutni results generated by the unicel dxi 800 access immunoassay system for eight patients. Customer tested a sample for accutni and obtained a result of 8.41ng/ml. Samples from seven other patients when tested for accutni gave results in the range of 0.85 - 17.12ng/ml. Erroneous results were reported outside the laboratory. The customer has not received any report of death or injury but did report that one patient was sent for catheterization as a result of elevated accutni results.

Manufacturer narrative:
Samples were collected and tested from bd 7ml lithium heparin plasma tubes. Qc performed prior to the event passed. The customer also reports obtaining substrate dispense errors near the time of the event. After obtaining the substrate dispense failure errors, the customer repeated qc which failed in similar fashion. The customer also ran a system check following the event which also failed. A field service engineer (fse) was on-site on (B) (6) 2008: fse found that the peripump tubing was not aspirating fluid properly from the wash wheel and also observed issues with the substrate dispense when trying to recalibrate the substrate drawback. Fse further noted the cassettes of the peripump assembly were worn and jagged. Fse replaced the peripump and associated tubing, aspirate and substrate probes and sent the defective part back to bci for addition investigation. Fse performed system check, carryover testing and ran qc. Fse verified repair per established procedures and results met published performance specifications. Hardware issues may have contributed to this event, however, a clear root cause has not been determined to date. A malfunction will be assumed for the purpose of this report. (B) (4).